Event description:
The customer reported an x-ray switch stuck error message and a failure to produce fluoroscopy x-ray. A reboot of the system restored functionality. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.